Event description:
Pt alleges receiving a testicular implant on an unknown date. Pt also alleges he has experienced great pain and suffering as a result of this implant. The implant irritated, became painful and gave him great discomfort. Pt scratched groin area as a result of the irritation. Implant fell out as a result of his incessant scratching and the skin on his scrotum was split.